Event description:
Additional information received noted that the transmission revealed the right ventricular lead and atrial lead exhibited a loss of sensing and a loss of capture. Dislodgement was confirmed via chest x-ray.

Event description:
Related manufacturer report number: 2017865-2023-52384. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed an unspecified issue. It was identified that the atrial and right ventricular leads had dislodged. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.